Event description:
The customer reported there was an issue with the brightness on the screen of the subject device during a therapeutic holmium laser enucleation of the prostate (holep) procedure, as the screen was overly white. The intended procedure reportedly took slightly longer than expected, but the procedure was completed with no patient injury reported due to the event. The user facility did not need to administer further anesthetics. An olympus representative provided some guidance before the next procedure and there were no further issues. It was believed that the issue was related to the rigid scope that was in-use, rather than the olympus video system center; however, no further information regarding the rigid scope was provided. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. At this time, the subject device is not being returned to olympus.

Manufacturer narrative:
The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.